Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 10 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time before the incident, and 30 mg/dl at admission. The customer had a low and being disoriented, gave themselves 7 boluses of 10 units in a row. The customer used glucose tablets and was given intravenous fluids to treat. The customer experienced symptoms such as headache, a possible seizure, and disorientation. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The reservoir will not be returned for analysis.